Event description:
Complainant alleged that the device's pacer rate failed to increase above 30 pulses per minute. Complainant did not indicate that there was any patient involvement in the reported malfunction.